Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A biomedical technician (biomed) at a user facility reported a that a 2008k2 hemodialysis (hd) machine had ultrafiltration (uf) pump turn off and on during a patient treatment. The patient was able to complete the treatment. The blood flow rate was 450 l/min. The uf goal was 3890 ml/hour and uf removed was 3870 ml/hour. There was no harm or adverse events reported.